Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post cesarean section, when the suture was removed, the incision was red, swollen and there was pus outflow. The incision was cleaned. The patient was given a medications for injection every 8 hours for intravenous drip, after skin test was negative and medications with one bottle infused with anti-infective therapy via intravenous drip every 12 hours. This event lead to prolonged hospitalization and pain to the patient. No other devices were used in combination.